Event description:
Surgeon used ligasure less than 5 times. She had used it again and the jaws would not release the tissue it was clamped down on. Surgeon had to force jaws open to release tissue. Stryker covidien ligasure blunt tip 37cm laparoscopic sealer/divider. Lf1837. Lot:11067805.